Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was not returned to olympus for evaluation. The customer called into the tac line to get assistance. Tac informed the customer that they need to fully submerge the electrode in a saline solution prior to activating it. The customer did that, and had no other issues. The generator was able to activated without any further issues. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the error code was the lack of the saline solution on the electrode. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the device was displaying a check irrigant/electrode error. The reported problem was found during preparation for an unspecified procedure. There was no harm or user injury reported due to the event.